Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this defibrillator experienced an atrial arrhythmia that conducted into the ventricle and raised the ventricular rate to 150 bpm. As a result, the device delivered shocks until therapy was exhausted. Technical services was contacted and discussed programming options. There were no reported adverse patient effects.